Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device communicated properly with the test bg meter. The test value of 83 mg/dl was sent by the meter and received by the device. No communication anomaly noted. No pump error 63, pump error 37 or stuck button alarm or button error alarm noted during testing. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. No pump error 63 or pump error 37 noted in the formatted history file. The motor was tested outside of the device and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had corroded battery tube.